Manufacturer narrative:
It was reported, "several of the tourniquets received are missing the o-ring which resulted in a big issue because the tourniquet failed during the procedure." Email received by surgical services manager, sierra view medical center, who provided additional information in regards to this incident. Reporter states, incident occurred (B)(6) 2021, during a left total knee arthroplasty procedure. Reporter states, "from what my investigation has led to is that the wrong tourniquets was either ordered or sent from medline." Reporter confirms patient was under general anesthesia and states "the tourniquet failed and lost pressure during the case." Reporter states, "this resulted in delay of patient care as well as extended procedure time." Reporter states, the tourniquet was replaced with another manufactures brand tourniquet. The patient is reportedly doing "ok." The sample is not available for return and evaluation, which will make determining a root cause difficult. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, "several of the tourniquets received are missing the o-ring which resulted in a big issue because the tourniquet failed during the procedure."